Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the 16f esheath+ "seam was torn open due to tortuous and calcified vessels". The torn seam was confirmed to be a liner puncture per imagery review. The esheath+ and commander delivery system were removed. An 8mm x 60 balloon was deployed in the common iliac to help open the vessel. A second esheath+ and delivery system were deployed without further issues. The patient was in stable condition following the procedure.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was reviewed, confirming the complaint event. The following was noted: multiple sections of torn liner, along with hdpe damage adjacent to the liner tears. The extent of the liner tear is unable to be determined based on the provided image. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for sheath liner torn was confirmed based on the imagery provided. Available information suggests that patient factors (tortuosity, calcification) and/or procedural delay (high push force) likely contributed to the event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities), these forces can further exacerbate damage to the sheath shaft and liner. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position via right transfemoral artery, the 16f esheath+ "seam was torn open due to tortuous and calcified vessels". Further information received noted there was difficulty encountered during insertion of the delivery system through the first sheath as the common iliac was tortuous and calcified. The esheath+ and commander delivery system were removed. An 8mm x 60 balloon was deployed in the common iliac to help open the vessel. A second esheath+ and delivery system were deployed without further issues. The patient was in stable condition following the procedure. Per imagery review from the engineers, sheath damage was also noted. As the fcs noted that the team did not see the valve or delivery system exit the esheath+, upon management review, sheath damaged will be coded and reported based on device images provided and risk to the patient.